Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 24 mg/dl. Customer was found passed out in the bathroom. Customer had recently had surgery. Customer declined troubleshooting as adjustments were made to pump. Customer had sensor questions and call was lost during transfer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.